Event description:
It was reported by the patient that they received 26 shocks from their implantable cardioverter defibrillator (ICD). Follow-up was attempted with multiple health care professionals associated with the patient to understand if the shocks occurred and an assessment of the patient's report. This effort revealed no mention by the patient at clinic visits or remote transmissions that were received and reviewed with regard to the shocks reported by the patient. It is with an abundance of caution that the patient's report of shocks from their ICD occurred. No changes were noted as a result of follow-up inquiries and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.